Event description:
Boston scientific received information that upon interrogation this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode. When the pocket was manipulated the device oversensed noise resulting in pacing inhibition, asystole of two seconds in duration and an inappropriate shock. The patient is pacemaker dependent but was asymptomatic. The physician suspects that a competitor¿s right ventricular (rv) lead was fractured. Surgical intervention was performed. The competitor¿s lead was surgically abandoned and the device was explanted and replaced.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.